Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported 10 bd pen ndl 32g 4mm pro 14 bag 700 case jpx had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "...liquid leakage occurs."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported 10 bd pen ndl 32g 4mm pro 14 bag 700 case jpx had leakage issues. The following information was provided by the initial reporter, translated from japanese: "...liquid leakage occurs."